Manufacturer narrative:
With the lack of information and without a product available for analysis, a definitive root cause cannot be determined. According to the 8d report no CAPA is necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a caiman disposable instrument. According to the complaint description the jaw detached during gyn surgery. There was no harm to the patient, the instrument was replaced by a new one. There had been a 5-10 minutes delay to replace the new caiman. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).